Manufacturer narrative:
A ge healthcare service representative performed a review of the system logs and forwarded the logs to product engineering. Product engineering review of the system logs showed that the display software had an issue that likely resulted in an ec01 error, which would cause the screen to turn black with little white characters. Ventilation continues at the previous settings. The kit carrier board/com express board was replaced to resolve the reported issue. Ge healthcare initiated and reported a field modification for this issue per 21 cfr 806 on december 20, 2017. (B)(4). There is a potential for the display processor to experience an unexpected failure. If this failure occurs, the device screen will temporarily go blank and will then display an error code ¿ec01 xx¿. The blank display results in loss of monitored data being displayed to the user. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that unit turned off during operation without alarm. There is no report of patient injury.